Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the gantry moved on the device without the joystick being touched. Follow up information received indicated the issue occurred multiple times. While unattended, the laser arm moved to the right and down before surgery. Once the movement stopped it was time for the next case which was completed.

Manufacturer narrative:
The system was examined and the reported event was confirmed. However, there were severe bends in the cabling. As such, the cable assembly was replaced to resolve the issue. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming cable assembly. The manufacturer internal reference number is: (B)(4).